Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer (fse) ran diagnostics and was able to pop and open lids using the regular test; however, during the final test, all pockets were not being detected. The fse reseated and checked all cables with no resolution, then replaced the controller board, after which the issue was resolved successfully. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sj-ER_main drawer 3 failed to be accessed. The customer attempted to recover the storage space and rebooted the system; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.